Event description:
It was reported the device was connected to a patient and would not capture or pace while in service. It was also reported the device turned off three times using three different batteries. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests and bench testing. Analysis found the high rate cover is missing, upper and lower cases are broken, battery drawer is contaminated, and the ring bail is bent. (B)(4).